Event description:
It was reported that the patient went to the emergency room (ER) because of the implantable pulse generator (ipg) incision site breaking open with blood/puss coming out. The ER physician dressed the incision and sent the patient home with oral antibiotics. Following the event, the implanting physician admitted the patient to the hospital to explant the device due to the incision and infection. Cultures were taken. The type of infection was not disclosed. During the explant, the tip of the left lead was left inside the patient at the physician's decision. The hospital declined to return the device. Therefore, no part analysis can be performed. The device manufacturing record, including sterilization, was reviewed. No relevant non-conformances were found.

Manufacturer narrative:
Mml reference #: (B)(4). Other device explanted: model: 8145. Description: reactiv8 stimulation lead. Serial numbers: (B)(6). UDI #s: (B)(4).